Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a normal follow up, externalized conductors were observed via x-ray. All electrical measurements were normal. Lead remained implanted. Patient condition was good and will be monitored.